Manufacturer narrative:
The instrument was returned and evaluated. The complaint of the pins loosening at the junction of the bipolar cable was confirmed. The bipolar pins were found loose at the back of the housing because the bipolar insert that supports both pins was dislodged from the plug riser. Electrical continuity test passed. Additional damage found were deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, in the body of the maryland bipolar forceps instrument, the pins loosen at the junction of the bipolar cable. The instrument could not be used again and had to be exchanged. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.